Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was in the 200s mg/dl. To address the bg level, the customer would change the supplies to the pump and deliver a correction bolus. As the alarms had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions.